Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's monitor was displaying blue screen. No further information was provided. No service has been performed by the philips, since the quote was not accepted by the customer. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was displaying a blue screen, which can indicate a booting issue. No harm was reported to philips. Philips has started an investigation of this complaint.